Manufacturer narrative:
Na

Event description:
The diagnosis of lead perforation was confirmed by chest pains and x-ray. The lead required repositioning or replacement. No further information available.